Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would freeze during use. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after interrogation, the programmer would freeze, and it was necessary to power cycle. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.